Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between october 1, 2021 and october 12, 2023, due to FDA 483 observations issued to fujifilm corporation on september 22, 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.

Event description:
On (B)(6) 2023, fujifilm corporation was informed of an event involving ed-580xt. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) the distal end cap (dc-07d) detached from the distal end of a duodenoscope and fell into the patient's oral cavity, and ent intervention was required to extract the cap. The procedure was completed successfully without harm or injury. There is no death reported with the event.

Manufacturer narrative:
As the result of investigation, fujifilm believes that the facility may have made a user error when assembling the caps. It was thought that since the endotracheal tube was inserted at the same time as the duodenoscope, the diameter of the insertion path became narrow, and it is possible that the situation was such that it was easily caught on the edge of the mouthpiece when the duodenoscope was removed. There were several previously reported issues in 2019 and 2020 related to the dc-07d distal end cap falling off the ed-580xt during a procedure. In response to the incidents in 2019 and 2020, fujifilm revised the device labeling to provide clearer and more detailed directions for proper attachment of the disposable dc-07d distal end cap. The revised labeling was distributed with a safety notification to all existing customers in april 2020. This user facility was not a customer at the time of the notification. Since the lot that the customer purchased did not accompany the revised labeling, this facility received training on the proper attachment of dc-07d as part of the installation of the device. After the occurrence of this incident, our local distributor sent a letter to the facility again to inform them of the proper attachment procedure of dc-07d.